Manufacturer narrative:
Expiration date: (B)(6) 2023. Initial reporter name: (B)(6). The actual device and a reference photo was received for evaluation. Based on the results of our investigation, the root cause of the problem could not be identified. As confirmed by tc, the needle puncture observed on catheter tube body was presumed to be from the inside. Retention samples were visually checked and no related nonconformity observed that would lead to the complaint. We have 2 stages of 100% visual inspection on catheter tube such as scratch, hole, dent or partial cut and needle stick out. Defects that can affect product function and performance can be easily detected during these processes. Moreover, hole/stick out resulting to hole on catheter tube can be easily detected with the use of brown background through inspection conducted during production process. Lot history files revealed no nonconformity and no machine troubles or any irregularities encountered related to the complaint. Furthermore, qc conduct outgoing inspection wherein overall condition of IV catheter is being checked prior shipment. All the samples passed. This report was reassessed during an internal audit and deemed reportable based upon the device malfunction could potentially result in IV catheter breakage of the distal end and/or retention in patients if to recur. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(6)) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported leakage on the catheter side and later visually confirmed a scratch. Transfusion begun after the needle had successfully been secured on a patient. Upon completion of transfusion, the user noted leakage on catheter side and later visually confirmed a scratch. Additional information received on 30may2019: the puncture found on the catheter tube was presumed to be from the inside.